Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified moderately tortuous and mildly calcified mid coronary artery that was 85% stenosed. During unpacking, the proximal shaft of a 2.25 x 18 mm xience xpedition stent delivery system (sds) was noted to be separated. Therefore, another 2.25 x 18 mm xience xpedition sds was used to successfully complete the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual inspection was performed on the returned device which determined that the device had been used in the anatomy. Additional follow-up with the site was performed; however, no additional information could be obtained. The reported shaft detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.